Event description:
Two hours into the treatment, pt complained of chills, chest pain. Pt temperature at 98.7, blood pressure down. Pt began to vomit and became unresponsive. Pt moved to ICU and remained for at least 3-4 days. No infection found at pt's graft. Blood and cultures from the waste handling option (who) positive for enterobacter cloacae.